Event description:
A facility healthcare professional reported to baxter (B)(4) a flo-gard IV solution administration set that was found to have a small foreign body inside the set. This condition was observed during priming with saline. There was no patient involved, therefore, there was no patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: a sample was available for evaluation. Visual inspection revealed a particle in the chamber which seemed to be a piece of carton paper. The root cause of this condition was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.